Manufacturer narrative:
Rpn: dtvn-5.0-19-15.0-yueh-rdc-070896. Occupation: cardiac interventional technologist. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a yueh centesis disposable catheter needle for a paracentesis or thoracentesis procedure. Prior to patient contact, the needle split the tip of the catheter. During attempted removal of the inner stylet, the needle also "backs out," which caused the split. The device was discarded and a similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
See h10.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Upon preliminary examination of the returned product and further investigation, this event is not reportable. There is no information confirming device malfunction or serious injury. Catheter puncture during needle insertion prior to use has low impact on the patient and does not meet the criteria for a reportable event. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.